Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that an instrument had fractured. The event was noticed post-surgery after the instruments were sterilized. There was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tasp shows nicks, gouges due to repeated use and fracture on the lateral and medial side of post. Not all pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the failure is associated with fracture from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.